Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe broke down at 16mm from the distal end. There was a scratch on the probe. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken and fell off outside the pt. There was no pt injury reported.